Event description:
Healthcare professional reported the adverse event providing diagnosis report. Medical report states. "Folding" of the left device. "No thickening of the capsule. Small, minimal background enhancement of the parenchyma without evidence of focal or non mass enhancement. Pre-existing enlarged, silicone-laden axillary lymph nodes."...implant intact. "No suspicious findings". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported left side "folding" of the left device, small, minimal background enhancement of the parenchyma without evidence of focal or non mass enhancement. Pre-existing enlarged, silicone-laden axillary lymph nodes". Later, left side capsular contracture, baker grade IV was reported. Device has been explanted.

Event description:
Healthcare professional reported the adverse event providing diagnosis report. Medical report states. "Folding" of the left device. "No thickening of the capsule. Small, minimal background enhancement of the parenchyma without evidence of focal or non mass enhancement. Pre-existing enlarged, silicone-laden axillary lymph nodes."...implant intact. "No suspicious findings". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.